Event description:
It was reported that the ilet¿s screen was cracked, rendering the device unusable and leading to elevated blood glucose levels; the caregiver confirmed the address for shipment of a replacement and reported that the ilet had been synced via the mobile app. Symptoms included hyperglycemia, with reported sensor glucose of 365 mg/dl rising and a meter reading of 355 mg/dl, with levels outside 70¿180 mg/dl for about one hour. Outcomes included the need for device replacement and user reliance on backup therapy availability, with no ketone testing and no medical or professional intervention. Investigation included triage by support, initiation of device replacement, and return of the original device for assessment. Investigation of this case revealed a damaged display that prevented normal operation, consistent with a screen failure of the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was device damage.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.